Manufacturer narrative:
Awaiting requested explant, x-rays and medical records.

Event description:
Revision after 5 years. Patient suffered a big fall and almost did the splits, precipitating her presentation which showed a rotated cormet cup.